Manufacturer narrative:
A review of the data identified a suppressed curve for target 1 and the CT values generated for both samples are indicative of a sample near the limit of detection (lod) of the test. The review of the data also showed the controls performed within the acceptable range and the ic performed consistently throughout the runs. Investigation on the reagent kit lot did not identify any product issue. Based on the investigation performed and the data and information provided there is no indication the product is not performing as intended. It is likely the discrepancy alleged is likely due to samples near the lod of the test or other site / sample specific factors. These samples are expected to have results that waver between positive and negative during repeat testing therefore no sample was requested. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generation of discrepant results for 2 patient samples when using the cobas sars-cov-2 test for use on the cobas 6800/8800 system. The samples generated positive results for target 1 with a CT value of 35.72 and negative results for target 2 in the initial test using the cobas sars-cov-2 test. Both of the samples were also tested on the genexpert and returned negative results. New nasal and throat swab samples were collected from both patients and returned negative results on the cobas 6800 system and genexpert. The cobas 6800 system results were not released, both samples were reported as sars-cov-2 not detected. No harm is alleged to either patient. The alleged samples were nasal and throat samples collected using the kang jian virus collection and preservation system ¿ 3 ml. According to the product¿s method sheet, cobas® sars-cov-2 for use on the cobas® 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). The table overview of collection devices and sample types in the sample collection section of the method sheet indicates the following collections devices are to be used with the nasal samples: copan universal transport media (utm-rt), bd¿ universal viral transport (uvt), cobas ® pcr media uni swab sample kit, cobas® pcr media dual swab sample kit, cobas® pcr media kit (and 100 tube pcr media kit) and 0.9% physiological saline. The use of throat samples and kang jian virus collection and preservation system is not mentioned in the method sheet.

Manufacturer narrative:
Investigation is on-going. A follow up report will be filed upon completion of the investigation. (B)(6). (B)(4).